Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture with high and undefined impedance. The ra lead was inactivated. The ra lead remains in the patient and was replaced. No patient complications have been reported as a result of this event.